Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced wearable failure and began feeling extremely weak, experiencing frequent urination and excessive sweating before eventually passing out. Her supervisor called for an ambulance, and she was taken to the hospital. The patient stated she has no memory of the incident or any treatment provided by the emts. She only recalls that she spent three days in the ICU and a total of ten days in the hospital. The glycemic state was not described in this complaint. After being discharged, she reported feeling fine. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-139973 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5 describe event or problem - correction h2 correction

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.